Event description:
It was reported that the colonovideoscope exhibited a frozen image. The event occurred during inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Since the reported image issue was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined however, the following reportable malfunction was identified during the device evaluation: dirty plug unit. Based on the results of the investigation, it is presumed the likely cause of the dirty plug unit is due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.